Manufacturer narrative:
No device deficiency was reported. Cardiac perforation/tamponade are known potential adverse events documented in product labeling.

Event description:
An internal atrial cardioversion catheter was inserted into the right cervical vein prior to insertion of the manufacturer's catheter. Unstable blood pressure was reported during insertion of the atrial cardioversion catheter. Prior to the first ablation of the left superior pulmonary vein (lspv), the manufacturer's catheter was inadvertently placed into the left atrial appendage. During lspv pulmonary vein isolation (pvi), a further drop in blood pressure was noted during ablation. The lspv and a portion of the left inferior pulmonary vein (lipv) were then ablated with the manufacturer's catheter. The procedure was switched to radiofrequency (rf) ablation. After all four pv's were isolated, pericardial effusion was confirmed using intracardiac echocardiogram (ice) and pericardial drainage was performed. The patient was hospitalized with a drainage catheter inserted. The patient's blood pressure was reported to have returned to normal. The cause of the cardiac tamponade was not reported.